Manufacturer narrative:
No complaint on file about this issue. First heard of it when we received a copy of the MDR from the FDA on 11/04/2014. Filter has not been returned for evaluation. The customer thinks they have been changing the filter more often then they needed to. This may be true, however this action creates no risk of harm to the patient or the device. We checked our complaint files and found no other complaints about changing the filter.

Event description:
It was reported that: message on filter clearly states: warning: filter can stop suction. Change after one month or if wet.